Manufacturer narrative:
Device received with critical pump error after battery installation and unable to download due to corroded electronic assembly. Unable to perform functional test including self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.device also received with cracked case near belt clip rail corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had broken force sensor was detected during seating or regular delivery and critical pump error. The customer¿s blood glucose level was 159 mg/dl. The customer also stated that the insulin pump had crack on back or all the way through serial number straight to the side during hospitalization. Troubleshooting was performed for damage. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.